Manufacturer narrative:
The field service engineer determined that a cable for the probe arm was damaged, causing the malfunction. The cable was replaced. The customer successfully ran controls and resumed normal operation without alarms. The last calibration performed on (B)(6) 2021 was ok and there were no alarms. The customer noted that controls were initially out of range due to the probe issue, but repeated controls were within range. The provided control data was within range. Upon review of the alarm trace, an abnormal probe arm error occurred. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. During the time of the issue, the reporter stated they also encountered abnormal probe descent alarms. The sample initially resulted in an hcg+beta value of 0.882 miu/ml and this value was reported outside of the laboratory to the doctor. The value was questioned and the sample was repeated, resulting in a value of 53.98 miu/ml. Both values were deemed questionable. The hcg+beta reagent lot number was 51653905, with an expiration date of 30-apr-2022.